Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels from 405 mg/dl to 496mg/dl. The customer treated with 4.6 units insulin from the insulin pump. Customer's blood glucose value was 325 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer troubleshooted for high readings and failed the high pressure testing due to insulin flow blocked alarm. The cannula not damaged. Customer was advised to change the damaged infusion set. The product was not returned for analysis.